Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, an insulated bovie tip sparked and burned the insulation on the side of the device causing the coat to melt away. The sparking stopped once the activation button was released. The generator currently being evaluated by biomed. There was no patient injury.

Manufacturer narrative:
Additional information: d3 (MFR name, street 1, MFR city and MFR region), d4 (UDI), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the tip of the electrode was severely damaged. Melting to the insulation was observed. The device insertion/extraction was within specification. It was reported that arcing/sparking occurred, and the electrode and insulation were damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The damage was consistent with off-label use, such as using a higher power setting than what was recommended, coming into contact with a metallic object, and improperly cleaning the device. Improperly seating the electrode could also have resulted in this type of damage, as the electrode was not giving the desired effect and the user raised the power setting. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: tissue build-up (eschar) on the tip of an active electrode poses a fire hazard. Use the lowest power setting to achieve the desired effect. The electrode must fit completely and securely into the pencil. An incorrectly seated electrode may result in burns to the patient or surgical personnel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.